Manufacturer narrative:
Voluntary medical device correction (remedial action) was initiated by the manufacturer on 11/16/2018 via physician notification letter.

Event description:
It was reported, regarding a study patient, that the patient¿s lead impedance was high at 5540 ohms after less than one year of implantation and by the time they were done programming the device the final lead impedance was within normal limits ohms. The patient has a model 1000 device. Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generator compared to those reported by model 103-106 generator. As indicated in the physician¿s manual, high lead impedance (>/=5300 ohms), in the absence of other device-related complications, is not an indication of a lead or generator malfunction. Existing recommendations, as described in the physician¿s manual, should still be followed. Additional investigation is underway. Device history record for the m1000 was reviewed. The generator passed all specifications prior to release for distribution. It was noted that the patient experienced no adverse events. No additional or relevant information has been received to date.